Manufacturer narrative:
(B)(4). Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the main pcb board to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported the system will not power up. The problem occurred during setup for a case. The customer did not know what was done but was not notified of any pt consequence. The customer determined the 1a fuse on the main board is blowing even with no peripherals connected to the main board.